Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device was involved in a possible occlusion event. This occurred during patient use in the special care nursery. The reporter stated that the patient had to have their peripherally inserted central catheter (PICC) line replaced due to an occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.